Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the device looked clean. The outer shaft was intact and inner shaft piece was broken at the distal tip. Using a 10 x microscope, the shaft and the broken tip were inspected. The outer shaft tip with the opening had some damage to the opening of the tip. Scrapes and galling of the flat surface area were noticed. On the inner opening edge, it appeared to be deformed inwards. The inner shaft distal tip was completely broken off. Some of the teeth were bent inwards and some were bent outwards. The device functional inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to the user applying excessive pressure creating friction, and not allowing for adequate rotation of the inner shaft within the outer shaft of the shaver device or hitting a hard object like a staple or another device. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that a stryker formula aggressive plus cutter broke off in the patient. As reported, the broken piece was retrieved from the patient. An x-ray was not performed to locate the piece and a larger incision was not made to retrieve the piece. There was no patient injury or medical intervention and extended procedure time reported was just to get the device out and replaced. These are commonly used devices that are readily available.